Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the package of the bd¿ control syringe with bd¿ luer-lok tip was not sealed on the entire side of the package. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Two loose 10ml control syringes and 2 opened packages were received and confirmed to be from batch #7321933 (p/n 309695). The samples were visually evaluated. Both sample packages were cavity 04. Both package were found to not be sealed on one side of the package. The top web was 1/8¿ shorter than the bottom web on the open seal side of both packages, with bottom web visibly extending beyond it. The seal grid on the bottom web stops at the edge of the top web on the open seal side, with the remaining 1/8¿ of the overhanging bottom web not having the seal grid. DHR review for batch 7321933 (p/n 309695): manufacturing dates: 12/04/2017 to 12/21/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7321933 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Production and machine logs indicate there was a recorded issue with top web drift due to a missing snap ring that held the web mandrel in place. Machine adjustments were made by a technician and web verified to be in correct place before production resumed. No rejected product noted. Mandrel inside snap ring failure. The failure could result in a top web drift causing top web misalignment with the bottom web, resulting in a potential insufficient or open seal on one edge of one cavity of a shot of product. The snap ring was replaced and machine was adjusted at the time the defect was found during production. No additional actions are recommended at this time. CAPA not required based on severity and occurrence level defined for this complaint.